Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 804:26 alarm was confirmed by baxter personnel during the download of the event history log. The alarm occurs following the reset of the manual tube release, which is the assignable cause. There was no repair required to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with an alarm of 804:26. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.